Manufacturer narrative:
B5- per updated information the patient is happy with their vision and no further intervention is required at this time. Claim # (B)(4).

Event description:
A facility representative reported that a patient experienced lens rotation and residual astigmatism following an implantable collamer lens (icl) procedure. At the 12-day postoperative visit, intraocular pressure (iop) was noted to be within normal limits. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: health effect- clinical code 4581: residual astigmatism. H6: type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).